Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2017 with the following findings. The battery compartment was cracked and the battery cap threads were stripped and was unable to fit to the pump, so a test cap was used. The display was dim and discolored. Unrelated to these issues, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display was discolored and the battery cap threads were stripped. This report is made based on results of investigation completed on (B)(6)2017.